Event description:
It was reported the patient fell twice. Dates of the falls were not clear from the provided information.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. Product ID 8709, serial # (B)(4), product type catheter, product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was "turned off" in 2009 because the pain clinic closed down. There was no medication in the pump. The pump was first implanted in the patient's stomach, but the catheter kept coming out and flipping. The pump was moved to the patient"s back and the catheter still came out, the angle of the pump had to be changed. About one year after implant, the patient was at home and "all of the sudden started jerking around." The patient was rushed to the emergency room (ER). The patient stated that the pump hit a nerve and he was bleeding in his spine. The patient stated that he had an MRI last year and a bone scan this year. The patient stated that if the pump caused any more problems that there would be a lawsuit. The patient's main concern was that his spine was twisting and doctors told him that it would eventually kill him. The patient was in a wheelchair. The medication that was used in the pump was unknown. Additional information has been requested but was not available at the time of this report.